Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was found to be in storage mode. It was noted that the device had reached elective replacement indicator (eri) approximately 11 months ago, and end of life (eol) approximately eight months ago. The patient had not had a device check in over a year. The patient noted hearing beeping tones; however, they thought it was their watch beeping. The charge time (CT) was noted to be 40 seconds and the battery voltage was 2.17. Premature battery depletion was alleged. Technical services (ts) discussed replacement and return of the device. To date, there have been no reported adverse patient effects related to this clinical observation.